Manufacturer narrative:
The check of the DHR of the lot involved (#1510155) didn't show any pre-existing anomaly on the 37 smr glenophere dia. 36mm small manufactured with this lot #. No other complaint received on this lot #. The 22 pieces out of 37 have been implanted. The check of the manufacturing charts of the metal back involved (lot #1512095) did not show pre-existing anomaly on the 60 mb manufactured with this lot #. Even in this case, no other complaint received on this lot #. The 50 pieces out of 60 have been implanted. X-rays related to primary and revision surgery and explanted devices were available for evaluation. The completeness of coupling between glenosphere and metal back cannot be evaluated by the x-rays related to the immediate post-op. Just 2 months after implantation, post op x-rays showed that the glenosphere have dissociated from the baseplate (with glenosphere lying free in the soft tissues). In addition, the baseplate has also loosened from the glenoid bone and the inferior bone screw got loose and has backed out towards the glenosphere about a third of its length. We cannot judge how much glenoid instability has contributed to the dissociation between glenosphere and metal back. Once received the explanted devices, we performed a functional test with the glenosphere and metal back. After proper assembling of these two components and proper insertion and tightening of the locking screw onto the glenosphere, we verified the coupling was very stable and fully functional. With the above investigation, it can be concluded that the main cause of the failure is a suboptimal implant technique: the surgeon may have not properly assembled glenosphere and metal back and/or may have not correctly tightened the locking screw after insertion and impaction of the glenosphere. According to limacorporate post-market surveillance data, there were a total of 9 similar cases (loosening/ dissociation of the glenosphere from the metal back) reported including this one, on over 49910 smr glenospheres with connector implanted ww since 2002; the related revision rate is 0.018%. By our investigation, all these events were due to suboptimal implantation and are not "product-related". No corrective actions have been planned. Limacorporate will keep the market monitored.

Event description:
Revision surgery due to the failure of glenosphere-metal back coupling. After two months from primary smr reverse shoulder surgery, the glenosphere dia 36 mm s-r (product code 1374.09.105, lot # 1510155) disassociated from the metal back taper. Patient data: female, (B)(6) with severe cuff tear arthropathy. Event occurred in (B)(6).